Event description:
It was reported that during testing by the manufacturer service technician, the device the device was found to have missing component during testing. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.added d9 product return and product returned date.

Event description:
It was reported that during testing by the manufacturer service technician, the device was found to have missing component during testing. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.